Manufacturer narrative:
In follow up with the customer on (B)(6) 2017, the customer indicated that she washes the breast shields with baby utensil soap, in warm water. She stated that she either uses a sterilizer or lets the breast shields air dry. She saw a doctor and was prescribed medication and is doing better. Reported issues of rash were investigated under in ir13-0164, which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2017, the customer alleged to medela llc via email that while using her freestyle breast pump for the past three weeks, she became very itchy with red patches appearing in the exact circumference of the breast shields.